Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead perforated the heart after the implant procedure on (B)(6) 2006. On (B)(6) 2006, the pace sense portion of the lead was capped and replaced with another lead for pacing support. The capped lead was still in use for high voltage therapy. During the lead revision procedure, the physician observed that the patient also had an exit block. The patient was not known to be symptomatic due to the event. On (B)(6) 2020, the patient presented to the hospital for a scheduled pulse generator change procedure and the capped portion of the lead was re-discovered. During the generator change procedure, the physician elected to implant a new right ventricular lead due to consideration of the advisory status on the lead and the patient's development of chronic atrial fibrillation. The new pulse generator system was implanted on the other side of the patient's chest since the patient already had many leads. Fluoroscope was not performed to check for conductor externalization. The patient was in stable condition during and following the procedure.